Event description:
It was reported that during a plif procedure at levels l3-l5, the surgeon was trying to remove the locking cap to make compression adjustment to the rod, when the tip of the screwdriver broke off into the patient. Surgeon retrieved all fragments, then made the rod adjustment, and reinserted the same cap with a different screwdriver. There were no further problems and the surgeon completed the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the entire drive tip is broken off the device. The broken piece was not returned with the complaint. The design has been evaluated and has been determined to be acceptable for the intended use. The material of the screwdriver shaft is x15 which is an appropriate material for an instrument of this type. The tip is a t25 stardrive and is designed to be used with the matrix screws and locking caps and fit inside the holding sleeves and other instrumentation in the system. The design has been demonstrated, when fully inserted into the recess, to withstand torques in excess of 14.5 nm without deformation or breakage. The technique guide specifies that final tightening of the locking caps should only be performed with a calibrated, synthes 10 nm torque handle with a caution that states never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur. Deformation and breakage of the t25 stardrive are identified in the risk analysis with a severity of 2 (marginal) and probability of occurrence of 2 (unlikely). Based on the details of the complaint condition and evaluation of the returned part, there is no indication of a design related issue. Evaluation of the design indicates that it is acceptable for the intended use. Therefore the complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)